Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered an atrial fibrillation (af) alert, which was later determined to be caused by far-field oversensing and not true atrial fibrillation or flutter. This led to inappropriate mode switching. Two stored atrial tachy response (atr) episodes had been overwritten. Technical services (ts) suggested reprogramming options. No adverse patient effects were reported. This device remains in service.